Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 5mg/ml dilaudid at 0.5m g/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a refill and the dose was upped from 0.5mg/day to 1mg/day. The patient experienced overdose symptoms and went to the emergency room. It was reported that the patient felt drowsy. The patient was given medication to correct this. The pump was turned down and it was reported the issue was resolved at the time of the report. The patient's status at the time of the report was noted to be "alive-no injury." No further complications were anticipated/reported.